Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 600 mg/dl. The customer reported checking the infusion set line and finding it not connected. The customer reported the blood glucose level right now was 541 mg/dl and ten minutes later it was 578 mg/dl. The customer had symptoms of headache. The customer did not treat the high blood glucose level with bolus from the insulin pump after reconnecting the infusion set. The customer did not troubleshoot the issue. The insulin pump will not be returned for analysis.